Event description:
It was reported that the patient underwent a spinal surgery using bmp. It was reported that the patient sustained unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with following pre-op diagnosis: cord compression, c4-c5 disc herniation, c5-c6 disc herniation. The patient underwent the following procedures: anterior cervical discectomy, c4-c5, c5-c6, arthrodesis c4-c5, c5-c6, biomechanical implant times two, bone morphogenic protein(bmp) plating c4 through c6. As per operative notes,¿ the posterior longitudinal ligament was opened at each level, and rongeur was used to trim osteophyte posteriorly and to ensure nerve root decompression bilaterally at each level. End plates were decorticated. Then 6-mm perimeter peek implants were placed at each level. Each had been packed with bone morphogenic protein (bmp) sponge. Each was slightly countersunk. X-ray showed excellent position. Plate was selected bridging c4 to c6. Screws were placed.¿ no intra-operative complications were reported.